Event description:
Patient suffering pain and disability after scp and tka.

Manufacturer narrative:
Patient reported to the FDA medwatch the following: for a couple of years I had dull, aching pain in my right knee. I finally had an MRI and then I had subchondroplasty in (B)(6) 2015 for an intra osseous ganglion cyst in the proximal tibial at the pcl attachment due to a tibial plateau fracture. I had excruciating pain immediately after my anesthesia and pain meds wore off. At f/u appts, I had steroid injections, physical therapy and 4 more surgeries since then, one being a total knee replacement in (B)(6) 2016 and the a revision in (B)(6) 2017. I went from being a weightlifter, runner and doing yoga daily until (B)(6) 2015 to hardly being able to walk. I had spinal fusion in 2009 but that condition had been controlled and tolerable until (B)(6). With the knee pain, difficulty walking, unsteady gait and unable to reach full extension in my right leg. I ended up with a large herniated disc in my spine.the patient was contacted to get further information regarding the complaint. She responded that she was willing to send or reports and images. Self-addressed prepaid shipping materials were sent out to her so that she could do this. No information was received. Two additional attempts were made for contact with no response. Her reported description states that she was treated with the scp accufill for a ganglion cyst at the pcl attachment ¿ a procedure that is outside of the normal scope of the subchondroplasty technique. We were unable to obtain any information needed to conduct any further investigation. At this time the nature and cause of the complaint cannot be determined with the information available.as stated above, images for the event were requested, but not provided by the complainant. The product was not returned for the investigation, as it remains implanted in the patient. A device lot number was provided; however it was unable to be matched to a production lot number. The DHR was unable to be reviewed, as the lot number for the device related to the event was unable to be confirmed. The lot number 1016290077 was provided on the medwatch form; a quality search was conducted on the following lot numbers: 1016290077, 101629-0077, and 101629 and there were no results. A part number was not provided on the medwatch submitted.

Manufacturer narrative:
On 29 july 2019, zimmerbiomet was notified by the FDA of an event via medwatch number mw5088155. A patient had reported that after the initial subchondroplasty procedure on (B)(6) 2015, they experienced increased pain, and at follow-up appointments, received steroid injections, physical therapy, and four additional procedures, including a total knee replacement in 2016 and a tka revision in 2017. The patient had two MRI images taken in 2015, and a CT in 2016. Additionally, the patient underwent a spinal fusion in 2009. Once additional information becomes available about the event, a supplemental report will be submitted.

Event description:
Patient suffering pain and disability after scp and tka.